Event description:
On (B)(6) 2014 - per email: the vein was accessed and the stylet (guidewire) advanced. The catheter was pushed over the stylet (guidewire) in the sequence intended and was smoothly inserted. When the stylet was to be removed there was resistance and it was noted the stylet (guidewire) was attached to the catheter and was unable to be removed. It was noted at that time that the pink hum of the catheter was retracted and never left the rubber stopper. The catheter was now free in the vein but attached to the guidewire. All components were safely removed from the patient. On examination of the catheter and components it appears that the guidewire snagged somehow to the last 2 centimeters of the catheter and kinked and stretched the catheter to the point of breakage.

Manufacturer narrative:
A lot history review (lhr) of reyd0350 showed no other similar product complaint(s) from these lot numbers. The manufacturer has received the sample and will be evaluated. Results are expected soon.